Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd phaseal¿ injector luer n35c it broke after administration of treaxin. The following information was provided by the initial reporter, translated from japanese to english: after administration of treaxin, the hcp switched to a saline bag for flush, and the injector was then broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: one injector was provided to our quality team for investigation. Upon visual inspection, the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Event description:
It was reported while using bd phaseal¿ injector luer n35c it broke after administration of treaxin. The following information was provided by the initial reporter, translated from japanese to english: after administration of treaxin, the hcp switched to a saline bag for flush, and the injector was then broken.